Event description:
It was reported that during routine follow up, the patient noted that one month prior, he experienced syncope during a tachyarrhythmia and passed out right before the hv shock. The device was reprogrammed to shorten the capacitor maintenance interval and remains implanted. The patients condition is fine and will be monitored.

Manufacturer narrative:
No medwatch form was received.